Event description:
It was reported that the programmer had a short-circuit problem. The programmer has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of short-circuit problem and it was additionally noted that no power cable was returned with the device, that the keyboard and the power cable bay were damaged and errors were found in the software history. The power supply, keyboard and power cable bay were replaced, the stylus was calibrated, new software was installed, the device was cleaned and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.